Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 failed. This door contained all patient-specific medication bins and was not appearing on the storage space recovery list. The customer rebooted the pyxis system; however, the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a field service engineer (fse) remoted into the device and confirmed that the customer successfully recovered the tower door. No additional issues were found on-site. The system functioned as intended after the customer resolved the issue.